Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the health care professional decided to replace the lead and implantable neurostimulator because there was a lead issue. The manufacturer representative was not sure what the lead issue was. Additional information was received from a manufacturer representative regarding the patient. It was reported that the lead used to, but now could not cover the pain area. The health care professional decided to do the lead revision and change the battery out while in there. As far as the manufacturer representative knows, there was no issue with the battery. It is not believed that the implantable neurostimulator was returned.